Event description:
Malfunctioning lvad which did not resolve with a battery change. Pt became unstable and ultimately expired. The device was sent to medtronic for analysis. Conclusion as follows: conclusion: the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on both power sources, troubleshooting of the controller and/or the attempted controller exchange. The most likely root cause of the vad stopped alarms and observed high power event can be attributed to a failure of the pump to restart after multiple attempts. The most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the observed power disconnect alarm can be attributed to the increased power consumption required by the attempted pump start event, drawing more current from the battery, and preventing the battery from providing power to the controller.